Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger would not power on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (not powering on) has been confirmed. As received, the charger would not power on. The cause of the inability to power on is a defective power brick. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger.